Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
In a catheter test prior to installation in a patient undergoing bariatric surgery, resistance to cuff deflation is identified, retaining around 20% of the injected solution.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed 100% inflation/deflation test was conducted and no functional defect was fou nd. No defective complained device was returned for investigation. Therefore, no physical investigation will be conducted. Based on the investigation, the complaint could not be confirmed. No physical investigation or assessment can be conducted on the defective part due to no complaint or representative sample was returned.

Event description:
In a catheter test prior to installation in a patient undergoing bariatric surgery, resistance to cuff deflation is identified, retaining around 20% of the injected solution.